Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with needle retraction failure resulting in a dirty needle stick. There was no medical intervention reported.

Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle retraction failure with lot #: 8164713 regarding item #: 381423. DHR review was performed on lot number: 8164713. The lot number was built on afa line 2 from 23june2018 thru 28june2018. Packaged on packaging line 8 from (pallets 1-4) 26june2018 thru 27june2018. Packaged on packaging line 11 from (pallets 5-17) 27june2018 thru 29june2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed two non-related qns were initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Investigation conclusion: the photos displayed the paper top web (label) only. Root cause description: root cause for this incident is indeterminate. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with needle retraction failure resulting in a dirty needle stick. There was no medical intervention reported.

Manufacturer narrative:
The following fields have been updated due to a correction in the originally submitted MDR. Date received by manufacturer: 11/20/2018.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with needle retraction failure resulting in a dirty needle stick. There was no medical intervention reported.